Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was running hot during a case at the user facility. The procedure was completed with a slight delay to retrieve backup equipment. No medical intervention or adverse consequences were reported.

Event description:
It was reported that the device was running hot during a case at the user facility. The procedure was completed with a slight delay to retrieve backup equipment. No medical intervention or adverse consequences were reported.